Event description:
Caller (son of patient) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.3, 6.0. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 5.3, 2nd inr: 6.0, mean: 5.65, sd: 0.49, %cv: 8.76. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered inaccurate within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, patient is taking amiodarone. Per product user guide, certain over-the-counter drugs and prescription medications can affect coagulation and lead to inaccurate inr results. No strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.